Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome was not reported. Nine days after the event onset, pd therapy was discontinued. No additional information is available.